Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to lateral laxity. The tibial bearing was removed and replaced with a thicker bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.